Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic after receiving a vibratory alert, low, out of range hv lead impedance was observed. Programming changes were and further testing were recommended. No further information is available at this time.